Event description:
It was reported that on (B)(6) 2012 the patient had a pump and catheter removal. The pump contained baclofen, but the patient was complaining of "losing too much tone" so currently the pump had "saline or water" in it. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: catheter. (B)(4). Final analysis of the pump revealed no anomalies. Final analysis of the proximal segment of the catheter (serial # (B)(4)) found coring-tears-cuts in the cup of the sc connector. Leaking was seen coming from the top of the connector during testing. Final analysis of the distal segment of the catheter (serial # (B)(4)) revealed no significant anomalies. The catheter was returned in segments though.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had verified the pump had been removed. The patient had problems with the pump and that's why it was removed 3-4 years prior to the report. The exact dates of these medical events were unknown. After the pump was implanted the tubing that went from the device to the spinal cord had disconnected at the spinal cord. The patient went in for surgery to have it repaired. Sometime after that, the tubing had disconnected again; this time where it connected to the device. The patient decided after the second incident that he wanted the pump. The reason for the pump disconnections was not confirmed by the health care provider (hcp). It was noted that the patient was very active at the time he had the pump and the patient thought that may have had something to do with it, but that was never verified through the hcp.

Manufacturer narrative:
(B)(4).